Event description:
It was reported to philips that the system's emergency stop was active and could not be reset, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a c-arm was brought into the lab to complete the procedure. The philips remote service engineer (rse) checked the system remotely and confirmed that the e-stop was activated. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the geometry controller cable was faulty, and the e-stop button was broken internally and stuck in the active position. The fse replaced the faulty geometry controller, downloaded the appropriate firmware and did system functional check. To resolve the issue, the fse replaced the geo module and downloaded firmware. The defective parts were returned for analysis, for geo module, malfunction was observed and the fault was found to be a faulty power cable with exposed wires. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.